Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the surgeon was final tightening a set screw when the tip of the set screw driver broke off inside of the anchor. The surgeon was able to retrieve the broken driver tip without harm to the patient.

Event description:
It was reported that the surgeon was final tightening a set screw when the tip of the set screw driver broke off inside of the anchor. The surgeon was able to retrieve the broken driver tip without harm to the patient.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the driver was fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review and related actions per DHR review, the returned part was likely conforming when it left zimvie control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.